Event description:
It was reported that the patient presented for an unrelated procedure. X-ray revealed that the right ventricular lead had externalized conductors. Lead measurements were stable. The lead was capped and replaced. There were no adverse consequences to the patient.